Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to filter perforation. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
Reporter occupation: other, senior counsel, litigation. Date of event: please note that the exact event date is unknown and the event date in section b3 is the complaint awareness date. It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter perforation. The indication for the filter implant, procedural details and medical history of the patient have not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without images available for review the reported event could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial report for this product.

Event description:
Additional information received per the medical records indicate that the patient has a history of pulmonary artery hypertension and sleep apnea. The filter was implanted prior to gastric bypass procedure. The filter was implanted via the patient's right common femoral vein. An inferior vena cavogram showed that the left renal vein was slightly lower than the right. The filter was deployed just below the lowest renal vein. Imaging showed excellent placement. The patient tolerated the procedure well. Additional information received per the patient profile form (ppf) states that the patient experienced perforation of filter struts outside the inferior vena cava. The patient became aware of the reported event approximately fourteen years and nine months after the index procedure. They patient reported that they have experienced mental stress, fear, ascending aortic aneurysm and chest discomfort.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter perforation. The patient reported becoming aware of the event approximately fourteen years and nine months post implant. The patient also reported experiencing mental stress, fear, ascending aortic aneurysm and chest discomfort related to the filter. The indication for the filter implant was a history of pulmonary artery hypertension and sleep apnea and presurgical for gastric bypass surgery, prophylaxis for pulmonary embolism. The filter was implanted via the right common femoral vein and deployed just below the lowest renal vein. Imaging showed excellent placement. The patient tolerated the procedure well. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without images available for review the reported event could not be confirmed or further clarified. An aortic aneurysm, chest pain and anxiety do not represent a device malfunction and may be related to underlying patient specific issues and comorbidities. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.